Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed this was likely due to a procedure due to noise being present on the right atrial (ra), right ventricular (rv) and shock channels. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed this was likely due to a procedure due to noise being present on the right atrial (ra), right ventricular (rv) and shock channels. No adverse patient effects were reported. Additional information was received that during a surgical procedure, a magnet was not placed in the correct place resulting in an inappropriate shock delivered. No adverse patient effects were reported. This device remains in service.